Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing multiple components from a psi kit. Visual analysis revealed that the guide wire was inserted through the dilator and was kinked. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed the guide wire was inserted through the dilator and was kinked; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of guide wire/dilator resistance cannot be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: tip of dilators bent and severe kinking with stainless steel wire in kit. It was reported two dilators used on the same patient for a right subclavian vein central line attempt. After the user pulled the second dilator out that was bent, the user decided to abandon the pci and instead put an arrow 18ga long catheter over it 10.5cm in length. No patient injury reported. No medical intervention required.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: tip of dilators bent and severe kinking with stainless steel wire in kit. It was reported two dilators used on the same patient for a right subclavian vein central line attempt. After the user pulled the second dilator out that was bent, the user decided to abandon the pci and instead put an arrow 18ga long catheter over it 10.5cm in length. No patient injury reported. No medical intervention required.